Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had overheating. No additional event or patient information is available. The receiver has been received for evaluation. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally, but it would not turn on. The data log could not be retrieved, as the unit would not turn on, and data log review could not be completed. The unit could not be run on the functional tester because the receiver would not turn on. The receiver case was opened and an internal visual inspection was performed and failed due to the heavily burnt and damaged u6, which is part of the charger circuitry. The reported event of the overheating of the receiver was confirmed via product. A probable cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required.